Manufacturer narrative:
The investigation for the console (aic) red alarm has been completed. The console was returned for evaluation. During functional testing, the reported battery failure was able to be reproduced. Logs were reviewed which showed console having a battery failure alarm on the reported occurrence date. It also showed multiple instances of transport connection blown/missing alarms (event set #360). Batttest results show no signs of battery cell imbalance. It is suspected that the battery failure was use related. It is suspected that the user booted up the console while it was connected to ac power and the battery switch was disengaged. As soon as the console finished booting up the battery failure (transport connection blown/missing) alarm was triggered. After that, user tried engaging the battery switch but since there is a delay with the pbm noticing that the batteries are engaged, the alarm would still persist which would lead the user to assume that the failure was still ongoing. Instead of waiting long enough for the pbm to notice that the battery switch was engaged, user most likely disengaged it again which caused the alarm to continue.

Event description:
Additional information states that the console was in use during a clinical procedure, but there were no adverse effects related to this event. Console was sent to field service for further investigation.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) experienced battery failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.